Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had connection issue, even after being plugged into another port and went offline on remote support service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed connection issue. The field service engineer (fse) found issue was related to a hospital network access problem. The field service engineer relocated the station to or 29, where it functioned properly, confirming that the device itself was not at fault. The system functioned as intended after the field service engineer repaired the device.